Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer was experienced a low blood glucose as well as insulin pump was possibly over delivering especially during the night. Customer¿s blood glucose was 46 mg/dl. Customer allege over delivery due to low blood glucose and was requesting pump replacement. Insulin pump was expected to return for failure analysis.